Event description:
There was a delay in the procedure. Two disposable kits were used. A prime ten type error was noted multiple times by the user. It was related to scale calibration. The procedure was aborted twice, but successful on the third attempt. There was no patient harm. We are awaiting a response from the MFR.